Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain complete patient and event information. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
It was reported the patient's system was explanted. Reason for explant is unknown.